Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was unable to tolerate the lens post implant due to hyperopia. Reportedly, the eyes don't work well together. The lens was subsequently exchanged with a toric lens. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined. However, the surgeon indicated the most likely cause of the refractive error was patient had prior refractive surgery.

Event description:
Additional information received: the lens was originally implanted along with a capsular tension ring. The surgeon indicated the most likely cause of the refractive error was patient had prior refractive surgery. The patient's current status is "excellent". Based on this information, this event is determined to be unrelated to the device, and therefore is no longer considered reportable.